Event description:
The pt was implanted with a left ventricular assist device. Approximately 19 months post-implant, the pt was readmitted to the hospital with an increased level of hemolysis parameters. An echo revealed dilation of the left ventricle (lv). The system controller log file showed pump power levels between 5.4-9.1 watts and flow between 4.5-8.4 lpm. After administering agatroban to the pt with no effect, a decision was made to exchange the pump. During a transthoracic echocardiogram (tte), the inflow conduit position was observed to be directed to the intraventricular septum with thrombus formation in the lv apex, next to the inflow conduit.

Manufacturer narrative:
After device replacement, the pt was transferred to the ICU in stable condition with a low dose of norepinephrin. The pt remains on lvad support with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.